Event description:
On (B)(6) 2014 per mw: pt admitted with existing PICC line. Films showed line had migrated to the svc and rsv junction and was no longer central. The line was pulled back and a large portion of the catheter cut off with approximately 4 cm protruding from insertion site. A guide wire was inserted into protruding segment and an introducer with dilator removed was placed over the guidewire and the protruding portion of the catheter in an unsuccessfully attempt to advance it into the r basilic vein. The entranced was enlarged in order to advance the introducer into the vein. Clinician turned slightly to pick up the introducer and when turned back the protruding portion of catheter had been pushed under the skin into the vein. Tourniquet proximal was applied and ir physician called. Pt taken to cardiac catheter lab and under fluoroscopy attempted removal. A gooseneck snare was used to capture the catheter piece. During retrieval into the sheath the catheter broke and 1 cm piece floated downstream into mid right pulmonary artery outflow. Large piece of catheter was withdrawn and multiple attempts were unsuccessful to capture smaller piece.

Manufacturer narrative:
A lot history review (lhr) of rexj0130 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.